Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia as well as diabetic ketoacidosis. The customer¿s blood glucose level was over 400 mg/dl, 440 mg/dl at time of incident and current blood glucose level was 153 mg/dl, 161 mg/dl. Customer reports the following symptoms related to their high blood glucose such as really sick and threw up. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer treated with insulin pump for high blood glucose. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer did not allege possible insulin pump was under delivery. Customer states the drive support cap appears normal. Customer was able to perform high pressure test at that time. Customer reports they performed the high pressure test and full 5 units went through but no alarm. Customer reports they repeated high pressure test and went through 5 units no alarm and no insulin came out of tubing. The insulin pump will be returned for analysis.